Manufacturer narrative:
(B)(4). Sample of product part number 260619 lot unknown was received for evaluation. Sample was evaluated and the results were as follows: the sepp had an oval shaped tube, suggesting that the tube may have been activated more than once. The glass penetrated the tube where the fingers are usually placed for activation. Continued manipulation after activation will greatly increase the possibility of weakening the plastic tube possibly resulting in glass penetrating the wall given the right circumstance, such as sharpness and angle of the glass when activated. A review of the applicator assembly master production record was not possible because the lot number was not provided.

Event description:
This complaint is being entered as part of a retrospective review. On (B)(6) 2011, a nurse was activating a sepp and was cut on her finger by a piece of glass. The nurse washed and bandaged her finger and is doing fine. The applicator was retained and was sent to (B)(4) for evaluation.